Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room with high blood glucose; she was treated with the insulin pump and manual injections. The glucose reading prior her admission was 450mg/dl, but it dropped to 120mg/dl while staying in the hospital. The customer felt nauseous, sick and thirsty. The customer mentioned that she had expired insulin, was under stress and had a bad site, which contributed to increase her glucose level. No further information was provided.